Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient experienced arrythmia due to pacemaker mediated tachycardia (pmt), inappropriate automatic mode switch (ams), and failure to capture noted on the pacemaker (pm). No changes or intervention was performed. The patient condition was stable.